Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction with the femoral component. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.